Event description:
It was reported that the solenoid is no longer calibrated. No injury to the patient reported. Delay greater than 30 min. No backup device was available.

Manufacturer narrative:
The associated sureshot targeter was not made available for evaluation. Therefore visual inspection and functional checking could not be performed. After repeated requests, smith and nephew has been unable to obtain the serial number for this device. The patient impact could not be determined with the available information. As device details were not made available, device history record review cannot be completed. The stated failure mode could neither be confirmed. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. Should the device or additional information be received, this complaint will be reopened and reevaluated. Without the return of the actual product involved and no serial number information available, our investigation of this report is inconclusive. We consider this investigation closed.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted the targeter shows signs of significant wear and use. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit which could not confirm the stated failure. The sureshot targeter has been recognized by the unit. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device was manufactured in 2016, which suggests it has been in use for some time. The sureshot targeter is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Smith and nephew will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened and reevaluated.